Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the surgeon measured the uterine cavity and noted that it was only 3cm. The hologic representative present made the physician aware that the novasure procedure is contraindicated with a cavity length below 4cm. The physician decided to proceed with the ablation and when visualizing the cavity post ablation noted a slight burn to the cervical canal. No additional medical or surgical treatment was provided.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.